Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose level was 44 mg/dl. Customer stated that the insulin pump¿s reservoir ring was loosened. Customer declined further troubleshooting. It was unknown that the customer was used auto mode feature or not. Customer stated that reservoir ring was not secure popped off. The insulin pump will be returned for analysis.